Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that confirmed the mobile viewing station (mvs) would not power on. F11 & f12 fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient present. It was reported that the system was not turning on. The issue was discovered when checking out the system's remote presence. It was discovered that the fuses were blown.